Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead exhibited noise in unipolar and bipolar configurations. Additionally, pacing impedance measurements were greater than 3000 ohms through the device and pacing system analyzer (psa). A revision procedure was performed, and the lead was surgically abandoned. No additional adverse patient effects were reported.